Manufacturer narrative:
As the cup was successfully used with another liner, it can be determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 10000847, g7 neutral e1 liner 32mm c, 6085985. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08019.

Event description:
It was reported that the liner would not assemble with the shell. The procedure was completed with a different liner. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.